Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. The customer's report was observed and attributed to a depleted battery pack. Electrode pads not attached to the device was a contributing factor to draining the battery pack, however the software timeout drained the battery below critically low voltage. The depleted battery was scrapped at zoll canada. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.